Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple devices on disconnected mode and user could not login. A technical support specialist (tss) accessed the server and found that login to the application was unsuccessful. The tss reviewed identity service records and identified that the issue was caused by the database transaction log being full, along with storage capacity constraints on the server drive. The tss cleared disk space on the affected drive and retried access, after which login was successful, and no devices were in disconnected mode. The tss then confirmed resolution with the user. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system multiple devices on disconnected mode and user could not login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.